Event description:
It was reported to boston scientific corporation that a kink in the catheter was noted when used to replace another resolution clip device. According to the complainant, another resolution clip device was selected to complete the procedure. There were a total of 4 similar occurrences reported during this procedure. Refer to MFR report numbers 3005099803-2008-5799, 3005099803-2008-5804 and 3005099803-2008-5797 for details regarding the other three clips.

Manufacturer narrative:
A visual examination of the returned device noted that there was a kink at the handle and the sheath grip was detached from the over-sheath. The clip assembly was located 1/4 inch outside the over-sheath. Once the clip assembly was exposed, the device was actuated several times and deployed as designed. As evident by the kink in the control wire and the detached sheath grip, the end-user may have exceeded the design limits during use. The directions for use state in the "precaution(s) prior to use" section: "in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it." And also states, "in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it." A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.